Event description:
It was reported the customer accidentally over-delivered insulin due to customer entering an incorrect bolus values into a calculator. Customer experienced a blood glucose (bg) of 37 mg/dl. Customer consumed carbohydrates to address bg level.